Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10674. The report was submitted in error.

Event description:
It was reported that a smiths medical (B)(4) had a co2 sensor error. No patient involvement.